Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleged subsequent surgical intervention, however; no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011, the patient underwent surgery for implant of an unspecified bard/davol 3dmax mesh. The patient had subsequent surgical intervention due to the mesh. The patient is making a claim for an adverse patient outcome against the 3dmax mesh. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleged subsequent surgical intervention, however; no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. About 5 years 3 months post implant of 3dmax, patient was diagnosed with nerve damage, hernia recurrence, adhesions and pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence, adhesions and pain as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-jun-2010) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol 3dmax mesh. Ni/ni/ni: the patient had subsequent surgical intervention due to the mesh. The patient is making a claim for an adverse patient outcome against the 3dmax mesh. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with repair of bilateral inguinal hernias thereby underwent repair with the implant of two 3dmax mesh. (Device #1) (lot no #huuf0519 & cat no #0115311) and (device #2) (lot no #ni & cat no #unk). Ni-ni-2014 to ni-ni-2017 - patient had chronic pain and nerve pain. (B)(6) 2016 - patient had partial explant of left inguinal mesh, left inguinal nerve block, neurectomy, neurolysis and lysis of adhesions. (B)(6) 2017 - patient had groin reconstruction and left side nerve blocks. Attorney alleged that the patient had adhesions, hernia recurrence, nerve damage, pain and suffering. It was also alleged that patient had groin reconstruction, anxiety and emotional distress.